Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during testing. The device was programmed to deliver 50 unknown units at a rate of 600ml/hr and was found to deliver 40 units. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The unit was sent for flow rate testing and received passing results. The device was determined to meet all product specifications related to the reported event. The failed the flow rate test was not verified. Should additional relevant information become available, a supplemental report will be submitted.